Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. D4: batch # unk. B3: publication year of 2021. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204 this report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article title: electrocautery versus harmonic dissection of the gallbladder from the hepatic bed author's: neha gupta, et al. Citation: not mentioned. The aim of this study is to assess the effectiveness and safety of the harmonic scalpel compared to electrocautery for dissecting and controlling bleeding in the gallbladder during laparoscopic cholecystectomy. 300 patients underwent laparoscopic cholecystectomy, following strict selection criteria. The study encompassed a total of 300 patients, with 155 patients assigned to the first group receiving electrocautery and 145 patients assigned to the second group receiving harmonic treatment. Reported complication: hemorrhage (n-?), gallbladder perforation (n-11). Conclusion: the harmonic scalpel has demonstrated notable safety and efficacy as a surgical instrument to dissect the gall bladder and achieve hemostasis during laparoscopic cholecystectomy. If the harmonic scalpel is accessible within the operation theatre, it can serve as a suitable alternative to electrocautery for these specific procedures.